Event description:
27 year old male patient complained of nausea & vomiting one hour into dialysis treat. Ultrafiltration turned off. Patient complained of chills 10 minutes later. Nausea & vomiting resolved. Temp 95.6 (pre temp 98.1). Patient stayed on 45 minutes more and continued to chill. Temp 99 when tx dic'd, one hour later temp 99.7. Patient sent home. No given blood cultures negative. Patient denied symptoms pre-tx and past. Patient dialyzed next treatment without difficulty. Six other patients dialyzed at the time and no one else become sick. Program testing an dialysate pst dialyzer less then 12.5 en's @ 1:50 dilution. Multipore culture on dialysate within normal limits. Temperature of dialysate at medicine validated at 37 degree celcius. No recent problems with ro water supply. Bleach used as cleaning agent in reuse. Formaldehyde used as disinfected. Dialyzer: f-82 16th used. Machine: fresenius a2008c.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device not used as labeled/indended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded. Invalid data - on device destroyed/disposed of status.